Event description:
The complainant reported that the clinicians had implanted the vaxcel implantable port in a female pt in 2007. This pt was reported to have had a port catheter since 2000 (month unk), with replacement of the port in the left chest and a second in the right chest. In 2008, the pt was self administering the medications of benadryl and phenergan in preparation for her twice weekly infusion of humira. During this preparation procedure, the pt noticed swelling and discomfort around the area of the port; this followed some resistance incurred during the administration of a saline flush. The pt experienced the same swelling and discomfort when administered phenergan. The pt presented at the facility's ER, at which time a blood draw was performed in preparation for a blood culture, but again the pt experienced swelling and discomfort. A fluoroscopy was performed which revealed a leak in the port body, not from the catheter or port hub. It appeared to be possibly from the access diaphragm. The contrast was found to have leaked out into the pocket and coursed into the catheter and then into the right atrium of the pt's heart. The complainant concluded that the port body had fractured. The clinicians reported that the pt may have incurred chemical cellulitis. The blood culture results were negative. The pt's port was then removed. The complainant further reported that the pt experienced "no serious injury."

Manufacturer narrative:
This device was not yet been returned for evaluation; therefore, a failure analysis is not available and we are unable at this time to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event.